Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. It was unknown if there was any delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. It was unknown if the endoscope was submerged in cleaning solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, the play of up/down knob was out of the standard value. There were few additional findings. Due to a cut on angle wire, bending section cannot be bent in upward direction at all. Adhesive on bending section cover had a crack. Due to clogging of nozzle, water removal ability does not meet the standard value. Scope connector was dirty due to water leakage. Scratches were found throughout the device. Objective lens and light guide lens had discoloration. Due to damage on zoom (charge coupled device), zoom does not work smoothly. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the knob of the colonovideoscope was ¿weak¿ and exhibited play. Pre-use check was performed. It was unknown when the event occurred. The intended procedure was colon examination. The procedure was completed with the same device. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities." "[Inspection of the objective lens cleaning function]: inspection of the water feeding function: keep the air/water valve¿s hole covered with your finger. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.